Event description:
A site rep reported that the system froze 3 times immediately following plan phase during a passive biopsy procedure using mach cranial 5.2.2. He rebooted the system after every freeze and called during the 3rd freeze. Instructed rep to reboot again and check the pt exam attributes. All attributes were to protocol. The system was able to move beyond plan to registration. Following a successful touch-n-go registration, system was able to enter navigate without issue. Operating room staff called back to report that the system had frozen again in navigate. Attempts to reboot failed; upon powering up, system remained in black screen with 'searching for input' in the bottom right. The surgeon proceeded with biopsy without navigation. There was no impact on pt outcome.

Manufacturer narrative:
Replacement computer was installed and has resolved the issue. Part has been returned to MFR and investigation is in progress.